Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the red ultrasonic air sensor (uas) stopped working and was continuously alarming. As a result, an alternate device was employed. The surgical procedure was competed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint could not be confirmed. Data log analysis for the date in question shows the ultrasonic air sensor (uas) was on for almost four hours. In that time, there were no alerts or alarms. Some entries from earlier in the month show some air alarms and voltage occurrences. There is no context in which these entries were logged (such as they knowingly activated the system before there was fluid in the tubing, etc.) No additional action will be taken at this time.

Manufacturer narrative:
The ccp stated that the uas latch was snapped shut and secure, the cable connection was secure, and the uas was configured to stop the arterial and cardioplegia pumps. The field service representative (fsr) followed up with the ccp, they tried this uas on a different system and it is not working fine. The fsr checked the uas for alarming issues but could not duplicate the issue. The fsr downloaded the data logs and sent to the manufacturer for further evaluation. The unit operated to manufacturer specifications and was returned to clinical use.